Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.

Event description:
Index surgery: (B)(6) 2010. Revision of optetrak knee components - reason not reported.